Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed and completely without failures. Passed mushroom head check. Test positive for glucose. The reported symptom lf10 (fluid leaking) was not confirmed. The reported symptom air detected in cassette warning was not confirmed. The reported symptom hb make sure hb is on ht tray and unclamp was not confirmed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be completed following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during treatment. When treatment was complete the patient removed the cassette and found fluid had leaked. The cycler was replaced. The patient was advised to contact his nurse. During follow up the patient's nurse reported the patient did not have any adverse event related to the leak. He was not prescribed any antibiotics.